Event description:
It was reported that a peritoneal dialysis (pd) patient experienced mycobacterium abscesses peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by exit site pain (tunnel pain), cloudy effluent, fever and chills. On the same day as onset, the patient was hospitalized for the event and followed by infectious diseases. On the same date, the patient began treatment for the peritonitis with ancef, 1.5 gram ip (intraperitoneally), daily and ceftazidime 1.5 gram, ip, daily. Six days after being admitted to the hospital, the patient¿s pd catheter was removed and the patient was transferred to hemodialysis. Twelve days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient was recovered from this event. At the time of this report, the patient was still being treated with an antibiotic regimen as follows: amikacin and cefoxitin IV (intravenously) continuous (dose and end date not known) as well as clarithromycin orally (dose and frequency not known) for 8 weeks. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.